Manufacturer narrative:
(B)(4). D10: longevity const liner 58x32, item: 00633405832, lot: 67143915. Zb 12/14 cocr hd 32mm x +0, item: 802203202, lot: 3185724. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap view of the pelvis shows changes of right total hip arthroplasty with noncemented components and a constrained liner. There is gross loosening of the acetabular component noting marked vertical rotation and displacement of the acetabular cup. The metallic ring for the liner is displaced distally around the femoral neck suggesting liner shell disassociation. Mineralized debris is noted in the periacetabular soft tissues. Diffuse osseous demineralization is noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 1 year post implantation due to joint dislocation. It was noted that the cup loosened and disassociated from the liner assembly from shell. It was confirmed that no further information could be provided.